Manufacturer narrative:
Pending evaluation. No information provided in the following section(s).

Event description:
As reported, post op the initial tsa, this patient was revised due infection. A full hrp implant assembly was removed due to a patient having an infection. Exactech product was functioning properly. There was no surgical delay/prolongation. No other patient information/medical history reported.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported, that post op the initial tsa, this patient was revised due infection. A full humeral reconstruction prosthesis (hrp) implant assembly was removed due to a patient having an infection. Exactech product was functioning properly. There was no surgical delay/prolongation. No other patient information/medical history reported. The rep states that the device was hrp, the question was specifically was the device exactech. No additional information has been provided after multiple attempts.

Event description:
It was reported, that post op the initial tsa, this patient was revised due infection. A full humeral reconstruction prosthesis (hrp) implant assembly was removed due to a patient having an infection. Exactech product was functioning properly. There was no surgical delay/prolongation. No other patient information/medical history reported. The rep states that the device was hrp, the question was specifically was the device exactech. No additional information has been provided after multiple attempts.